Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed noise on the atrial and shocking channels resulting in frequent mode switches. The patient could reproduce the noise with isometrics. It was further reported that the noise on the atrial channel inhibits pacing, but the patient's own rate comes through. All lead measurements are normal.